Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device detachment occurred. The 90% stenosed target lesion was located in the severely calcified mid right coronary artery. A rotawire drive was selected for use during a percutaneous coronary intervention for the treatment of the coronary artery disease. During the procedure, the tip of a rotawire floppy broke off inside the patient. After the wire tip broke off, the device was removed and the remaining wire tip was stented to keep it in place. There were no complications, and patient was discharged and expected to fully recover.